Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during unpacking of the vasoview hemopro 2 customer noticed that the plastic layer around the hemopro wasn't properly fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Vasoview hemopro 2 harvesting tool and harvesting cannula were returned in the original box. No visual defects were observed on the outer and inner box. Harvesting tool and cannula were taken out for the inspection. A visual inspection for harvesting tool determined that the heater wire was flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. The silicone insulation was peeled away from the tip of the cold jaw support and still attached to it. Due to the peeled jaws, the silicon insulation got disoriented from its original position. No visual defects were observed on the cannula. Based on the returned condition of the device the reported complaint was not confirmed for ¿device packaging compromised ¿; but was confirmed for both the analyzed failure "bent-wire" and "peeled silicon". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during unpacking of the vasoview hemopro 2 customer noticed that the plastic layer around the hemopro wasn't properly fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.